Event description:
Healthcare professional reported "right device rupture" and "exchange due to capsular contracture baker grade iii" the device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "right device rupture" and "exchange due to capsular contracture baker grade iii" the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "right device rupture" and "exchange due to capsular contracture baker grade iii" the device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture, malposition and unsatisfactory result was received on feb 25, 2025 with lot number 1759880. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nick, and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.